Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. No further information is expected. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his eyes were irritated. Additional information was received from the consumer seven months later that the lens was exchanged for a different model. His symptoms are continuing following the exchange. No additional information is available.